Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 98% stenosed, 15mm in length target lesion was located in the severely tortuous, moderately calcified and 2.0mm in diameter mid and distal end of left anterior descending artery. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed; returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 98% stenosed, 15mm in length target lesion was located in the severely tortuous, moderately calcified and 2.0mm in diameter mid and distal end of left anterior descending artery. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.